Manufacturer narrative:
(B)(4). This is a reusable OEM device; therefore, a lot history review was not applicable. The certificate of conformance (c of c) was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications. The device was returned to the factory for evaluation with signs of clinical use but no evidence of blood. Upon microscopic inspection, it was observed that there was a break/defect on the edge of the tip of the endoscope which makes it out of shape instead of being smoothly round. An image quality inspection was performed with an endoscopic video imaging system. Using a reference dissection tip, a clear image was not obtained (poor quality image). A round "white ring" can be seen obscuring objects in front of the dissection tip. It was also observed that there was difficulty threading the dissection tip properly. Based on the returned condition of the device and the result of the evaluation, the reported failure mode "break" was confirmed. The analyzed failure mode "poor quality image" was also confirmed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, bom 7mm extended length endoscope broke.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, bom 7mm extended length endoscope broke.